Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned outside of original packaging. The inner blade distal tip had become broken off and the remaining inner blade was left inside. The left over inner blade showed signs of melting of sluff chamber. A functional evaluation revealed the device could not be functioned as intended. The inner blade could not be removed from the outer blade. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended overheating or excessive sideloading to the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an ankle surgery the blade shaft broke inside the patient. The broken pieces were removed from the patient and the procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.